Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the cardcage to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that prior to starting a da vinci assisted surgical procedure, there were 319 faults on universal surgical manipulator 1. A clinical sales representative had contacted support after the hospital staff had already taken action on the issue. Prior to the clinical sales representative's arrival on site, the staff had swapped out the patient side cart. The site proceeded forward with the case. There was no report of patient involvement or reported injury.